Event description:
Ous MDR - after an implantation period of about 1 month, a loss of capture was reported. The lead was repositioned with good thresholds but could not get firmly connected to the ICD. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bol. The device was implanted for 1 months and 1 charging cycle was recorded to the device memory. The header of the ICD was visually inspected. The inspection revealed that the inner hexagon of the df4 connector set screw showed rounded edges. Furthermore, the thread of the set screw showed signs of abrasion. Corresponding metal filings were found in the header bore. These damages indicate the presence of strong mechanical forces during the connection procedures of the lead, described in the clinical observation. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A¿fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the inspection revealed a damaged set screw. The observed damages indicate the presence of strong forces during the screwing procedure. There was no indication of a device malfunction. Particularly the anti-bradycardia therapy functions of the ICD were flawless. The analysis of the ICD did not reveal any sign of a material or manufacturing problem.